Manufacturer narrative:
The active test strips are the suspect device.

Event description:
Pt reported obtaining back-to-back blood glucose results of 185 mg/dl and 59 mg/dl, while using the active system. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt self-treated by eating peanut butter and drinking orange juice. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. At the time of the report, pt no longer had the test strips that produced the discrepant values. Active system: active strip lot and expiration date were not provided.